Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a follow-up supplemental report will be mailed.

Event description:
(B)(4). This complaint is being opened in association with the alleged event filed by the pt's attorney in MDR # 1018233-2012-02137. An alleged deficiency against the device was identified in the pt's medical records.